Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The battery was analyzed by its manufacturer and no anomaly related to the failure was found, the cause of the premature battery depletion remains undetermined. The reported event of backup operation was not confirmed in the lab. No evidence of device being in a reset was observed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had reached end of life early due to premature battery depletion and was in backup operation. The patient was asymptomatic. The physician explanted and replaced the ICD. The patient was stable throughout.